Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device does not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device does not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The product assessment center (pac) technician evaluated the device was able to verify the reported issue. The pac technician found that there was a direct short across the battery terminals. After removal of capacitor c2, which removed the short, the device was able to be powered on. The cause of the reported issue was determined to be capacitor c2. The customer received a replacement device. The customer's device was destructively tested and has been archived by stryker.